Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received two inappropriate shocks for the supra ventricular tachycardia(svt) when presented via remote transmission. The physician did not want to do any programming changes. The patient was treated with medication. The patient was stable.